Manufacturer narrative:
Conclusion code is no longer applicable to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l57099, implanted: (B)(6) 1998, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. The indications for use were noted as non-malignant pain and other non-malignant pain. The patient reported an inflammatory mass (im) event; they had "some problems with it creating a granuloma" in 2012. There were concerns on how that would affect the patient so the pump was removed. Further follow-up was conducted to obtain pump medication information and the cause of the im/granuloma. If additional information is received, a follow-up report will be sent.